Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Review of the download data indicates that the patient received four treatments prior to passing. The patient was at home and unconscious at the time of the event. It was reported that family members rushed the patient to the hospital where resuscitation efforts were made. At 15:55:03 on (B)(6) 2017 an arrhythmia was detected and the ECG recording showed asystole. The first treatment was then delivered at 15:55:38 when the patient was in asystole which is considered a non-life sustaining, non-treatable rhythm. Oversensing of low-amplitude cardiac signal contributed to the false detection. The post shock rhythm was vf. The patient then received two additional shocks at 15:56:03 and 15:56:26. The rhythm at the time of the second and third shocks was vf. The post shock rhythms were vf. The patient then received a fourth shock at 15:56:51 while in vf. The post shock rhythm was asystole. The patient passed away on (B)(6) 2017. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.